Manufacturer narrative:
(B)(6).

Event description:
It was reported that catheter became stuck on the guidewire. The 80% stenosed target lesion was located in the mildly tortuous and mildly calcified anterior tibial artery. A 2mm x 40mm x 144cm coyote es balloon catheter and savion flx guidewire were selected for use. The coyote balloon was advanced for dilation. However, the balloon became stuck on the savion flx guidewire and the balloon catheter became kinked. Both devices were removed together and the procedure was completed with a new savion guidewire and coyote balloon. There were no patient complications nor injuries reported.